Event description:
Comments included in email received from complaints: my daughter has received the recall products from your company and has used the products. No one from your company has ever notified us of the recalls. She has been sick and even hospitalized several times. Your failure to inform your patients of the recall is completely unacceptable. I am filing a complaint and requesting to speak with a manager regarding the same.

Manufacturer narrative:
An email was sent to prodct removal info email addres by (B)(6) on december 22, 2023. The email was forwarded to the complaints department on 5/21/24, which initiated nurse assist's investigation of the reported incident and determination that the noted incident was reportable. A follow-up email was sent to (B)(6). By the complaint department on 5/21/24, 6/10/2024, and 6/17/2024 requesting additional information to aid with reporting and with the investigation. The product removal info email address was intended to be used solely for facilitating return and replacement of product and was not being reviewed for complaint information, which resulted in the delay of reporting this incident. The product removal info email inbox is being expeditiously reviewed to identify any other incident related information that would be considered as a complaint.